Event description:
Information provided indicates that removal of system occurred in (B)(6) of 2025. Specific date is unknown.

Manufacturer narrative:
Correction to b5: information provided indicates that removal of system occurred in (B)(6) of 2025. Specific date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2025, wherein an ipg and a lead were implanted. Thereafter, the patient was unable to move the legs. Additional intervention may take place to address the issue

Manufacturer narrative:
Date of explant is estimated. Exact date of explant is unknown.

Event description:
Additional information indicates that patient experienced paralysis in the right leg and weakness in the left. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.